Event description:
It was reported to my office that during a colonoscopy procedure with removal of lesions by snare technique, three boston scientific hemoclips were used in total. The first hemoclip was placed without incident. At the hepatic flexure, an 8mm polyp was removed by hot snare polypectomy and a hemoclip was placed at the base. A piece of the 2nd clip broke off after placement. The piece was retrieved without injury/harm to the patient. A 3rd hemoclip was placed successfully. The procedure was completed without incident.